Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The initial reported information was determined to not involve a flow rate malfunction. Instead, the issue was related to difficulty in setting up an infusion using specific parameters. Multiple attempts were made to obtain additional information from the reporter; however, no further details were provided. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on this device historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/17/2024, znyo medical received a report from the customer reporting they had an issue with the pump. The customer stated they were having invalid infusion parameters. There was no patient injury reported.